Event description:
Dealer states the power chair veers to the right; will not go left at all.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.